Event description:
Meter name: one touch profile, strip name: one touch test strips, meter code: 7 strip code: 7, strip storage: unknown, symptoms: flushing, hot. A patient reported they were rushed to the hospital. Their meter allegedly was inaccurately high. The result on their meter was 172mg/dl, 117 mg/dl, 324 mg/dl and 232 mg/dl. The results on the paramedics meter was unknown the time difference between patient's meter and paramedics meter was unknown. Treatment was unknown. No further information. Has been reported.